Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: reconstruction surgery was performed in 2011. Patient was implanted with reconstruction plate and screws. After two years, the plate was found broken; removed: (B)(6) 2013.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
This device used for treatment and not diagnosis. The measurable dimensions were checked and found to be in compliance with the technical drawings and ao asif specification. The examination of the raw-material testing certificate and the manufacturing papers was not possible as the lot number was not provided. Basically the values should be in compliance with ao asif specification and with the international standard iso 5832-2 for ticp. The fracture face of the plate is homogenous, which indicates material conformity. No product fault could be detected and we are not aware of any other complaint for the article number. Based on the provided information we suppose that the plate had to absorb and neutralize forces over a long period of time, which can lead to a material fatigue and finally to the breakage of an implant.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
(B)(4)